Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified left anterior descending artery (lad). A 2.75 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed with a emerge balloon catheter. However, when physician decided to re-advanced the stent, it was noted that one of the stent struts were sticking out. The procedure was completed with another 2.75 x 12mm synergy stent. No patient complications were reported and the patient's status was stable.